Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was oversensing on the lead thought to be due to fracture, first-rib clavicle. The patient received 12 inappropriate shocks. The lead was replaced. No further patient complications were reported as a result of this event.